Event description:
The patient reported that during the pacemaker implant, there was an interaction with the previously implanted urinary stimulator and the new pacemaker. The patient indicated that the physician was not aware of the stimulator and the stimulator was not turned off prior to the surgery. The patient indicated waking up from the anesthesia noting that the "[physician] had [the patient's] heart in his hands, " the patient's legs were "flopping all over the table", and the patient's "vaginal lips were clapping together." The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 3058 interstim urinary mgu ipg, implanted: v 2011; 3889-28 interstim urinary mgu lead, implanted: (B)(6) 2011. (B)(4).